Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The hi/low drive had debris on it and brake washer was worn. The technician cleaned the drive and replaced the brake washer to repair the bed.